Event description:
It was reported that this right ventricular lead experienced fracture, due to this, noise, oversensing, high pacing thresholds, loss of capture, high out of range pacing impedance measurements and high out of range shock impedance measurements were observed. The therapy was turned off and three days later the lead was surgically abandoned and replaced. No adverse patient effects were reported.